Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "primary alarm failed" error code (1102). There was no patient involvement when the issue occurred. There was no patient or user harm reported. During troubleshooting, it was reported that the device had software 2.30; the customer also reported that the speaker was connected to the power management board. The remote service engineer provided the customer with the part number for a replacement speaker.

Manufacturer narrative:
The customer reported that the error code was confirmed in the event log. Onsite service was requested.

Manufacturer narrative:
A service engineer (se) was dispatched, and the device was serviced. The se reported that the speakers were replaced; the device was then tested for 20 minutes, and no issues were observed. The se performed an electrical safety and alarm test, and the device passed.